Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to a third-party service center. There was no patient harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visualization of foam particles was found. There was no foam degradation. Secondary findings included calcium contamination. The device was scrapped.